Manufacturer narrative:
Result: material rupture. Additional manufacturing narrative: the device was returned to edwards for evaluation and the reported condition was confirmed. Visual examination of the balloon observed a radial tear rupture. Additional findings noted the outer shaft of the intraclude was found to be cracked approximately 5.5 cm distal from the hub section. This noted damage, unrelated to the balloon burst, is considered to present low risk to the patient and is being addressed through edwards quality system. The root cause of the balloon burst was unable to be determined. Manufacturing records were reviewed and there were no related nonconformances identified. A review of the IFU was performed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored on through the edwards quality system and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during use of an intra aortic occlusion device the balloon burst towards the end of a cardiac surgical case. Having difficulty maintaining aortic occlusion, the balloon required additional inflation several times during the procedure. The reported acknowledged the volume used to inflate the balloon was greater than that recommended in the instructions for use. The aortic root pressure was also noted to increase several times during procedure. The case was completed without exchange of the device or change of operative strategy. The patient was discharged on post-operative day #4.

Manufacturer narrative:
Investigation into root cause currently underway.